Event description:
Endopthalmitis[eye infection not otherwise specified. Case description: a pt developed pseudomonas infection after a lense implant for which healonid an balanced salt solution had been used. No further info. Follow-up rec'd on 22-dec-99 upgraded the event to serious by adding the criteria of disability/incapacity. Four pts developed intraocular infection following intraocular lens implant surgery. The organisms cultured have been different in the first three pts: (1) pseudomonas (s) staph. Aureus (3) coagulation negative. The results from the fourth pt is unknown. Three of these four pt (co does not know which 3) rec'd healonid, the other opthalin plus. The batch number of the healonid is known for one pt only. One of the pt's lost sight in the affected eye, but facility does not know if this pt rec'd healonid or opthalin. The info for cases are as above. Facility is unable to differentiate these 3 pts with the info provided. Suspect drug info - all possible products entered - pt will have rec'd drug 1 or 4. Reporters causality assessment - unlikely. Concomitant (suspect) medications used during surgery; balanced salt solution, lens opthalin and sodium hyaluronate. Case comment: eye infection is not listed in the core date sheet. In the present case there is a temporal relation between the event and administration of healonid, but the organisms cultured were different in the first three pts and results not yet available in the fourth. The event is assessed as unrelated to healonid. Surgical procedure and possibly concomitant medication offers a more probable explanation. Follow up info regarding batch quality required.

Event description:
A pt developed pseudomonas infection after a lense implant for which healonid and "bss" had been used. No further info. Follow-up received on 12/22/1999 upgraded the event to serious by adding the criteria. Disability/incapacity. Four pts developed intraocular infection following intraocular lens implant surgery. The organisms cultured have been different in the first three pts: (1) psedomonas (2) staph. Aureus (3) coagulation negative. The results from the fourth pt is unknown. Three of these four pt (do not know which 3) received healonid, the other opthalin plus (ciba vision). The batch number of the healonid is known for one pt only and was af59062. One of the pt lost sight in the affected eye but co does not know if this pt received healonid or opthalin. Co is unable to differentiate these 3 pts with the info provided. Suspect drug info - all possible products entered - pt will have received drug 1 or 4. Reporters causality assessment - unlikely. Concomitant (suspect) medications used during surgery ; balanced salt solution, lens (surgical designs UK ltd) opthalin, sodium hyaluronate (ciba vision) f-up 2/4/2000: results from review of batch documentation by the MFR. There are no other complaints reports received for the lot no: af 59062. Case comment: eye infection is not listed in the core data sheet. In the present case there is a tempral relation between the event and the administration of healonid, but the organisms cultured were different in the first three pts and results not yet available in the fourth. The event is assessed as unrelated to healonid. Surgical procedure and possibly concomitant medication offers a more probable explanation. Follow-up regarding batch quality required. F-up 1/4/2000: the results from the review of batch documentation by the MFR was received. No other complaint report was received for the lot no: af 59062. In three of the reported cases the batch number is still unknown. In one of the four cases healon was not used. It is still not known which pt received the other viscoelastic. Since, no further info is expeced, a final report will be issued.